Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was repeatedly beeping although display screen reads running. They stated that the self-test screens were also displaying periodically as well. Pump settings reviewed. Resolution volume listed 258.2ml. Continuous rate 5ml/hour. Demand dose 2ml - 30-minute lockout. Batteries removed and replaced following a 10 second pause. Once powered on, pump alarming no disposable alarm. Batteries removed and replaced in an attempt to hard reset pump. Pump powered back on, and alarm persisted. Pump powered off. Confirmed silver key lock was parallel with the lock line. Unable to remove cassette to further troubleshoot. There was patient involvement and no patient harm/adverse event reported.